Manufacturer narrative:
Manufacturing side we received a complaint about a broken ceramic of a maryland forceps. Statement of the customer. The forceps is available for investigation decontaminated but neither the outer tube nor the handle. According to the available information, there were no negative consequences for the patient. Investigation vigilance investigator carried out the pictorial documentation visually and microscopically . The ceramic insulation is fractured several times. The points of the ceramic breakages exhibit no unusual structural conditions, no pores inclusions or foreign bodies could be found, therefore the breakage was most likely caused by overload situation. Batch history review a review of the device quality and manufacturing history records is not possible because the lot number is unknown. Conclusion and root cause based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. Rationale most likely, the ceramic breakages are caused by a mechanical overload situation or a drop. According to IFU, this kind of instrument is designed for delicate use only. Corrective action according to sop sa-de13-m-4-2-04-000-0 (corrective action and preventive action), a CAPA is not necessary.

Event description:
The adverse event/malfunction is filed under 400451989. Associated medwatch-reports: 9610612-2019-00790 (400451397 pm438r) 9610612-2019-00791 (400451988 pm450r).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with insulated outer tube. It was reported that during the laparoscopic surgical procedure we noticed a blue piece of plastic in the omentum, which was removed under vision by the surgeon. The instruments in the set were checked and found a small piece broken from the bipolar forceps; and took the instrument out of the set. There was no patient harm. There was about a 10-minute surgical delay. Additional information was not provided and additional patient information is not available. The adverse event/malfunction is filed under (B)(4). Associated medwatch-reports: 9610612-2019-00790 ((B)(4) pm438r); 9610612-2019-00791 ((B)(4) pm450r).